Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 300 mg/dl, with moderate to high ketones. The customer reverted to manual injection to address bg level. Reportedly, the customer was able to load a new cartridge successfully on the pump and resumed insulin delivery.